Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a remote interrogation was performed which showed codes indicating a long charge and a charge time out during a treated event. It was noted that the shock impedance measurement was 1 ohm in an event and noise was recorded in all events. Engineering reviewed the data from the subcutaneous implantable cardioverter defibrillator (s-ICD) and suggested replacement. The patient was brought into the clinic where tachycardia therapy was programmed off. A revision procedure was performed ten days later. Upon pocket opening, the entire electrode was found in the pocket due to twiddler's syndrome. It is unknown if the measurements from the device were taken prior to full twiddling occurred. A new s-ICD and electrode were implanted with a three incision technique and well sutured. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed the charge time out during the treated event and the 1 ohm shock impedance measurement. The device case was removed and internal visual inspection noted the hv capacitor experienced internal arcing caused by the s-ICD delivering a shock when the electrode was touching the case. Analysis determined the cause of the noise signals were due to the patient twiddling the device.